Event description:
It was reported the customer experienced high blood glucose levels (289-600 mg/gl). Customer loads cold insulin into the cartridge. Customer went through troubleshooting with tandem technical support and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."